Event description:
Device 3 of 4. Reference MFR report: 1627487-2013-1344, 1345, 1347. The pt has two anchors implanted with the same lot number. It was reported, the pt's ipg was repositioned due to discomfort at the ipg site on (B)(6) 2013. The ipg was moved from the front to the right back. It was also reported, the pt was experiencing discomfort at the anchor site. The physician removed the anchors and sutured the leads in place. The issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.